Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection noted a crack in the insulation near the joint between the lead body and proximal sense b contact. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspection was unremarkable. It was concluded the observed crack in the insulation did not impact the functionality of the lead, and laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode exhibited a gradual rice in shock impedance. Technical services (ts) was consulted and confirmed shock impedance measurements have been in a range of approximately 60 to 185 ohms since system implant in 2018. In clinic troubleshooting and x-ray imaging was recommended. Additionally, it was recommended the health care professional (hcp) investigate the lifestyle of the patient (as the impedance change could be linked to extreme physical activities, sports, underlying disease, frequent weight changes, medical interventions, etc.). No adverse patient effects were reported. This product remains in service. Additional information: this s-ICD system was explanted and replaced on (B)(6) 2025 as the physician suspected the electrode placement originally performed in 2018 was not satisfactory, resulting in system impedance of 125 ohms. Besides intervention, no other adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that this electrode exhibited a gradual rice in shock impedance. Technical services (ts) was consulted and confirmed shock impedance measurements have been in a range of approximately 60 to 185 ohms since system implant in 2018. In clinic troubleshooting and x-ray imaging was recommended. Additionally, it was recommended the health care professional (hcp) investigate the lifestyle of the patient (as the impedance change could be linked to extreme physical activities, sports, underlying disease, frequent weight changes, medical interventions, etc.). No adverse patient effects were reported. This product remains in service. Additional information: this s-ICD system was explanted and replaced on (B)(6) 2025 as the physician suspected the electrode placement originally performed in 2018 was not satisfactory, resulting in system impedance of 125 ohms. Besides intervention, no other adverse patient effects were reported. Product return is expected.